Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the insulin pump was damaged. The mother reported a button error alarm occurring and damage to the drive support cap. It was reported the drive support cap was loose and sticking out. The mother was unsure how the damage occurred on the insulin pump. It was also reported the customer would push in the drive support cap in order to prime. It was also reported the customer's blood glucose declined to 30 mg/dl. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. Also the insulin pump has intermittent act button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to a33 alarm. The insulin pump minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner.